Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging his ipg due to the ipg had tilted in the pocket site. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg pocket site was revised, which resolved the reported issue.